Manufacturer narrative:
Visual and functional analysis was performed on the return device. The reported suture malposition was not confirmed due to return device condition. A proxy suture was inserted though side of the suture bearing and successfully removed through the suture bearing with no resistance noted. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, and return device analysis, the reported suture malposition appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using the pre-close technique via a 6fr sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, when harvesting the suture, the loop of the suture never released from the suture bearing. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 12fr and the tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.